Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ezec. Implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the presented to the clinic for a routine exam. Battery life was noted as ""good,", but on 03 nov 2025,<(>,<)> the patient sent a message stating that "interstim and nurse" said there was a battery problem and it would not last the normal life. On 21 nov 2025,<(>,<)> the patient met with a representative;; no notes exist. On 05 dec 2025,<(>,<)> the patient sent another message stating the rep said , "two of the four wires were defective." A diagnostic test was done on (B)(6) 2025,<(>,<)> and the battery life and impedance were good. However, on (B)(6) 2026, the entire system was explanted and replaced. This was probably related to device or therapy and not related to the implant procedure. Resolved without sequelae (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ezec implanted: (B)(6) 2022: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a suppleental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the presented to the clinic for a routine exam. Battery life was noted as ""good,", but on (B)(6) 2025, the patient sent a message stating that "interstim and nurse" said there was a battery problem and it would not last the normal life. On (B)(6) 2025, the patient met with a representative; no notes exist. On (B)(6) 2025, the patient sent another message stating the rep said, "two of the four wires were defective." A diagnostic test was done on (B)(6) 2025, and the battery life and impedance were good. However, on (B)(6) 2026, the entire system was explanted and replaced. This was probably related to device or therapy and not related to the implant procedure. Resolved without sequelae (B)(6) 2026